Event description:
It was reported that migration occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro closure device and delivery system (wds) were selected for use. The device met all position, anchor, size and seal (pass) criteria and was released. The physician prepared to administer the reversal agents. Within two minutes the transesophageal echocardiography (tee) operator notified the physician the implant had shifted proximal from its original position. The physician reviewed tee and fluoroscopy and decided to remove the watchman device. A watchman trusteer sheath and the watchman delivery system sheath were used to walk back to the face of the closure device. The physician was able to rethread the core wire to the closure device and proceeded to recapture the closure device. A non-boston scientific device was then attempted on the patient. There were no further complications reported.